Event description:
It was reported by international mallinckrodt facility (UK) that a patient experienced locking and attachment difficulties with use of unknown quantities of size 8 cfs, cuffless tracheostomy tubes. Limited information is available regarding the patient, the events, device usage and maintenance. There was one (1) patient involved with no reported patient injury. The involved devices were not returned for identification, analysis and investigation.